Event description:
Customer reports strip vial expiration date of 3/31/2009 while using comfort curve test strips. Acc agent reports electronic inventory system shows expiration date of 3/31/2002. Attempted to verify expiration date through batch records; no batch record available as records are only held for 3 years. Confirmed expiration date of 3/31/2002 via electronic inventory system. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.